Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission revealed the patient's right atrial (ra) lead had an increased capture threshold measurement. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.